Manufacturer narrative:
Device manufacture date - monitor; electrode belt - 04/2009. Device evaluation: the monitor and electrode belt were fully functional. Conclusions: the device properly detected and alarmed for asystole, which occurred about twenty-five seconds after the onset of bradycardia. No treatment sequence was initiated for bradycardia as this is a non-treatable rhythm.

Event description:
The daughter of a male patient contacted lifecor customer support on 07/08/2009 to report that her father had passed away the month before. She stated he was at the hospital at the time and the doctor told her the patient's heart had just stopped. She did not have any other details.